Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault-501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed onsite by a zoll representative. The device was also returned to zoll for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertiefied and returned to the customer. Review of the device logs did show evidence of the customer's report. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.